Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number # fcwl10016. The investigation is confirmed for a leak as the device leaked from the distal end of the y-connector during functional testing. The definitive root cause could not be determined based upon the available info. The root cause is not likely mfg related as all catheters are flushed with air 100% prior to packaging. It is unk if procedural issues contributed to the event. The current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Section a through d - the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during the out of body test, saline was observed leaking out of the black portion of the recanalization catheter. Another recanalization catheter was used to perform the procedure. There was no pt involvement.